Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor was giving inaccurate readings. He also mentioned a sensor was having issues calibrating with the insulin pump due to a bent cannula. Then a second sensor would not connect to the insulin pump. Troubleshooting was performed for the sensor issues which determined the transmitter was functioning correctly and the radio frequency icon turned green. The customer notification log on the insulin pump was checked and no alerts were found. The customer then mentioned his blood glucose was up around 400 mg/dl at the time of the incident. The customer is only returning a sensor for further analysis.